Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware failure. The affected x-ray tube, which is a consumable part, had several defective focuses. The first defective focus had been known to the customer for several months. The customer rejected the recommendation of the service organization to replace the x-ray tube. At his own risk, he continued to operate the system despite the defective tube. After approx. 13 years of operation, the next focus was, as expected, defective and ultimately led to the failure described. There is no systematic error as this was a foreseeable failure due to the decision not to follow the recommendation to replace the x-ray tube. The affected part has been exchanged by the local service organization and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fa system. During an interventional procedure, the user reported that no x-ray release was possible and the error message "no x-ray, try again." Was displayed. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.